Manufacturer narrative:
Hologic technical support (ts) reviewed all of worklists and noted no hardware or reagent preparation issues. Suspected potential sample mishandling or low target samples. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On april 15th, 2025, customer reported 8 discrepant results using aptima hpv assay on panther plus instrument. All 8 samples were initially ran on hpv worklist (B)(4) using aptima hpv assay (ml: 912703) on panther plus instrument (sn: (B)(6)), and 3 samples resulted hpv positive while the other 5 samples resulted hpv negative. Customer noted that the initial results were reported to patients. Customer retested the original 8 samples across 4 different hpv worklists (B)(4) on panther plus instruments (sns: (B)(6)) and obtained flipped discrepant results for each sample (the 5 initially hpv negative samples resulted hpv positive while the 3 initially hpv positive samples resulted hpv negative). Customer amended the 5 samples that initially resulted hpv negative to hpv positive. Customer did not provide any patient treatment information. Hologic has not been informed of any adverse patient outcomes related to this situation.